Event description:
During remote follow-up, post-paced t-wave oversensing due to fusion was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and experienced no adverse consequences.